Event description:
It was reported that, although this inflatable penile prosthesis (ipp) was fully functional, the patient wanted the tubing to be shorter. The existing pump was removed and replaced. No patient complications were reported.

Event description:
It was reported that, although this inflatable penile prosthesis (ipp) was fully functional, the patient wanted the tubing to be shorter. The existing pump was removed and replaced. No patient complications were reported.